Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1564 ml, indicating the home patient (hp) drained 1564 ml more than their programmed fill volume of 2000 ml. The drain volume was 3561 ml, this meets iipv criteria. According to the nurse the patient did not report any symptoms. In response to the recall letter, the nurse had asked the patient whether she experienced any symptoms of overfill and the patient stated she did not. The patient resumed therapy without patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.